Manufacturer narrative:
On (B)(6) 2020 the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation:grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 500cc mentor smooth round high profile, saline breast implant experienced right sided baker¿s grade unknown, and left sided grade IV capsular contracture post procedure. The capsular contracture was diagnosed by a physician. As a result, patient underwent bilateral replacements as follow: left replaced with cat#: 3505590bc, sn#: (B)(4) and right replaced with cat#:3505590bc, sn#: (B)(4) on (B)(6) 2017. This report relates to the left prosthesis.